Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 145 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2019 the patient was taken to surgery for a routine pump replacement procedure due to end of pump battery life. During the surgery, the catheter was found to have a small tear in the silicone just distal to the strain relief sleeve of the sutureless connector where the catheter folded over in the pump pocket. The event date was noted to be unknown. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the catheter did not appear to have any strain relief/slack in the pump pocket. The sutureless connector took a 90 degree turn on itself just past the strain relief sleeve. The old sutureless connector was removed/cut off and a new sutureless connector with extra slack was added. The issue was resolved at the time of the report. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product type catheter product ID 8709sc (B)(4) implanted: (B)(6)2012 product type catheter other relevant device(s) are: product ID: 8709sc, (B)(4), (B)(6)2014, (B)(4). Analysis of the 8709sc (B)(4) revealed sc connector coring-tears-cuts in seal. Analysis of the 8709sc (B)(4) revealed catheter body; hole caused by deep abrasion. If information is provided in the future, a supplemental report will be issued.